Event description:
The device was being used to monitor a pt. After the device had been operating about an hour, attending staff heard the device emit a beep. Reportedly, the device display had spontaneously changed to the self-test, as when a device first powers up. The service indicator was lit and the device screen was 'frozen.' When switches (unspecified) were pressed, there was no response from the device. Another device was obtained and used to continue pt monitoring. An attending nurse stated the reported event had no effect on pt treatment.